Event description:
The following has been reported: biomed reported: "unresponsive and ghost touch screen." No patient harm reported. A preliminary review identified the following issue: random touches registered. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for random touches registered. Upon return, the device was found to register touch input without any user intervention. An internal investigation was opened to address this issue. As a corrective action, the lcd and the programmed main pcba will be replaced during the repair process to restore the device to a compliant operational state. Additionally, the handle is damaged due to excessive scratches. The lcd screen, main pcba, and handle assembly will be removed and replaced during the repair process before being sent to the test line for full functional testing.